Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low speed advisory and the pump dropped to 3000 rpm on (B)(6) 2020. The patient denied feeling any different. The patient was seen in clinic and the driveline was very twisted up. The low speed did not seem to happen again. A log file review was requested. The event history captured a replace controller message on (B)(6) 2020 due to lcd fault events which self-corrected. A controller exchange is not needed at this time. It was noted a speed drop occurred on (B)(6) 2020 at 12:13. There is not enough log file evidence to confirm the cause of this isolated speed drop. Possible causes could be something passing through the pump or a driveline issue. The log file driveline data is normal so the driveline¿s conductive material is in good condition. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. The vad coordinator reported that the patient was not issued an ungrounded cable at this time and they will do log files at the patient's next visit in 1 month and will determine if the cable is needed. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the reported low speed advisory alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. In addition, the report of a twisted driveline could not be confirmed as no photographs were provided for review. It was reported that the patient had a low speed advisory alarm on (B)(6) 2020. The patient denied feeling any different. Upon admission, the patient¿s driveline was noted to be very twisted up and the alarm could not be reproduced. The account later communicated that the patient was not issued an ungrounded cable at the time. They stated that the next set of log files will determine if the cable is needed. The follow up log file interrogation showed the pump operating without any issues. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, the log file captured a low speed event when the patient¿s speed dropped below the patient¿s low speed limit. The low speed advisory alarm was active during the event. The observed low speed event occurred while the patient was supported by the mobile power unit. The pump ramped back up to its set speed without issue following the event. The pump remained above the low speed limit for the remainder of the file and appeared to be functioning as intended. A follow-up log file was submitted that contained data from (B)(6) 2020 through (B)(6) 2020. No hazard alarms were observed within the file. The pump remained above the low speed limit for the duration of the file and appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU contains information regarding pump speed, power, flow, and pulsatility index. Both the IFU and patient handbook addresses all system controller alarms and how to respond to such events. Both documents also contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.